Event description:
Patient reported they have three teeth permanently bonded together due to gum loss caused by the aligners. Two of their top front teeth are visibly loose, they experience daily pain, discomfort and limited ability to eat due to five of their teeth on the verge of falling out due to the aligners. This is a contraindicated patient.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.